Event description:
In 2008, it was reported to boston scientific corporation that a button replacement gastrostomy device was used during a gastrostomy tube replacement procedure performed in 2007 (male pt, weight is unknown). According to the complainant, "the flap that closes the tube and the plastic piece that locks it into the g-tube is broken. The leaky g-tube soils the patients clothing. Also, stomach acids leak out of the tube causing irritation to the skin around the tube." There was no reported injury or adverse event resulting from this issue.

Manufacturer narrative:
The suspect device has not been received for eval; therefore, a device analysis has not been performed. The relationship between the device and the cause of this event is undetermined. A review of the device history record was performed on the pertinent lot; no anomalies were noted. A search of the complaint database revealed no add'l complaints reported for the lot. The april 2008 15-month replacement button enteral feeding prod family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.